Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had a controller fault. There was no data when hooked up to the system monitor. The pump was working by auscultation. The log file did not captured any recent alarms. There was a transient low flow event back on (B)(6) 2021 and nothing unusual noted in the remainder of the log. The controller was exchanged. Additional information was received that reported the controller was beeping intermittently and none of the buttons were working. The screen had an exchange controller, controller fault message. When the site switched the controller, the old controller didnt require putting it on sleep mode. It didnt alarm after removing the driveline and batteries. An external image of the driveline was submitted that showed a weakened area but since there were no low speed or pump stop events noted there does not appear to be a driveline issue.

Event description:
It was reported that the low flow alarms resolved with volume. The patient was asymptomatic. The plan of care was to continue current management. Rescue tape was placed to address the weakened area of the driveline. The controller fault resolved with the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller beeping intermittently with none of the buttons working along with the screen having an ¿exchange controller, controller fault¿ message was confirmed via the returned system controller. The heartmate ii system controller (serial number (B)(6) ) was returned to abbott burlington for analysis. During evaluation, the system controller was returned in unremarkable physical condition and log files were downloaded. The downloaded log file (a8031015) from the returned system controller submitted contained partially overlapping data spanning approximately 34 days (21jun2021 ¿ 26jul2021 per the timestamp). The pump speed was able to maintain the low speed limit throughout the log file. There were no atypical alarms that would indicate an issue with the controller active in the log file. Additionally, the downloaded log files from the returned system controller (a8301440, and a8301452) contained partially overlapping data spanning approximately 55 days (06jul2021 ¿ 30aug2021 per the timestamp). These log files were downloaded during the product testing of the system controller and the events that were captured after (B)(6) 2021 occurred at abbott burlington. The reported event date was on (B)(6) 2021 and the patient was in hospice care since the event date. Around that time, there were no driveline disconnects or disconnections of the power cables that would have occurred when the controller was removed from the expired patient. This suggests that the system controller reverted to backup mode. During the investigation process, the log file captured intermittent yellow wrench advisory alarms associated with several fault codes being active including a replace system controller fault. These faults were due to the voltage common collector (vcc) dropping below the expected voltage threshold because of a damaged main printed circuit board (pcb). The returned system controller underwent functional testing, passed all steps without issue, and successfully operated in a mock circulatory loop for an extended period of time; however, during burn-in testing, the controller reverted to backup mode. Electrical analysis of the main pcb showed that fuse component f2 was electronically open and that the voltage common collector (vcc) measure throughout the main pcb would drop down below the expected voltage threshold when the driveline was inserted and when the controller was in backup mode, further supporting that the damage to the pcb was related to the controller being in backup mode. The damaged fuse was associated with the vcc regulators for the controller¿s internal circuitry. The main pcb was then exchanged with a known working main pcb. The controller was then connected to a mock loop for an extended period of time with no issues, isolating the issue to a damaged main pcb. Provided information stated that the death of the patient was not considered to be device related. In addition, the device operated as intended. The root cause of the reported event could not be conclusively determined through this analysis; however, damage to the main pcb may have contributed to the reported event. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(4) ) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped from abbott on 18sep2014. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including controller fault alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.